Manufacturer narrative:
On (B)(6) 2010, a field service engineer performed testing and investigation at the user facility. The device passed testing by delivering a dose when the pt pendant was pressed. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the user facility. On (B)(6) 2010, between 0251 and 0253, the pump was powered on, a new pt selected, a ped 25-29.9 kg cca set, the pump was programmed to deliver in the pca + continuous mode, morphine 1 mg/ml, with a 0.4 mg pca dose, a 15 minute pca lockout, a 0.4 mg/hr continuous rate, an 8 mg four hour limit, the settings were confirmed, the door was locked and the infusion started. Between 0258 and 0337, there were two 0.4 mg pt initiated deliveries and 6 unmet pt demands. At 0352, the door was opened, locked, and the infusion started. At 0414, there was an infuser paused alarm, the door was opened, there was a check vial alarm, a check syringe alarm, and the device was powered off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical department with a note that stated, "malfunction, pca wasn't giving any meds. Pump powers on then limits were set, lockout for 15 minutes-pca denied." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info including specific pt info, device programming, event details, and pt outcome.